Event description:
It was reported that the drill bit stalled during a surgical procedure. It was further reported that the plastic hub of the product appeared worn. No adverse consequences were reported.

Manufacturer narrative:
There were two items associated with this complaint. The product was returned for eval. It was visually confirmed that the product showed signs of wear and tear on the plastic ultem material. Lot no. Details were not provided to assist with further investigation. It was not possible to determine the definitive root cause for the product malfunction.